Manufacturer narrative:
(B)(4).the service engineer (se) inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb) and the graphical user interface (gui) pcb.the unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator had loss of communication errors.the malfunction did not occur during patient use.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.